Event description:
It was reported that at a follow-up visit, the lead had undefined impedance and pacing failure. It was also reported that a lead warning had triggered and a lead fracture was suspected. A new lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.